Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to an episode of atrial fibrillation (af) with right ventricular rate (rvr). Data was sent and reviewed by boston scientific technical services (ts). Additional information was requested as patient was informed to be hospitalized. At this time, this ICD remains in service. No additional adverse patient effects were reported. Additional information confirmed that the patient was hospitalized just to follow up his status during some days after the shock therapy.